Manufacturer narrative:
An event regarding revision for an unspecified reason involving an unknown insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for identification or evaluation. Medical records received and evaluation: not performed as medical review were not provided. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the reported event could not be confirmed with the limited information provided. Further information such as device identification and evaluation, x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient underwent a right knee revision surgery.

Event description:
Patient underwent a right knee revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee tibial insert. When completed, the investigation results will be submitted in a supplemental report.